Manufacturer narrative:
(B)(4) no sample will be returned for evaluation.

Event description:
It was reported during insertion the guide wire kinks when passing the needle. The catheter was being placed into the patient's jugular. As a result, another kit was opened and that guide wire was used to complete the procedure. There was no patient death or complications reported.